Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. Baxter received one sample for evaluation. Visual examination of the unit determined that the reservoir ruptured in a non-footed position. The reservoir was also microscopically examined and an abrasion on the exterior surface of the reservoir was detected near the rupture line. No other observations were noted on the unit.

Event description:
It was reported that an infusor's reservoir ruptured during filling. The device was being filled manually via a syringe with a solution of fluorouracil and saline. There was no patient involvement. No additional information is available.